Event description:
72 y/o male admitted for cystoscopy. When turning on the bovie machine, the cord sparked and popped. The unit was immediately turned off, and disconnected. The cord broke into two when it was removed from the bovie machine. No adverse outcome was noted to the pt.